Event description:
During multiple firings on an i45 with ir45g reloads, the distal portion of the staple line was bleeding as was the crotch of the staple line. Coseal was used on the staple line, and another device was used to complete the procedure.

Manufacturer narrative:
The i45 was returned for evaluation. The device was visually and functionally tested and performed as intended. The reloads were not returned so no additional investigation could be performed. Summary: reported condition: events occurred over the use of multiple i45g reloads from lot# pm000375. When the reloads were fired, the distal portion of the staple line was bleeding as was the crotch of the staple line. This happened on every reload used with varying amounts of bleeding from minor to major. Evaluation summary: unit fired a reload without incident. Staple information was acceptable and the knife transected fully.